Event description:
Initial (23-sep-2024): this serious case reported via amazon review refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. The consumer used dentek professional fit dental guard for an unknown indication and experienced worse jaw pain, an open bite, and broke one of the back molars. The duration of use was not reported. This outcome is not recovered/not resolved. Meddra version 27.0 expectedness: jaw pain: expected. Malocclusion: expected. Tooth fracture: unexpected. According to the company reference safety information.